Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill process, the air removal step was unable to be successfully completed. Customer's blood glucose level was 122 mg/dl. Reportedly, a new cartridge was used resolving the issue.